Event description:
My children (ages 3 and 4) have been using an oral-b kids electric toothbrush with a rotating round head (elsa and spiderman design). During normal use, the brush repeatedly causes injury to their tongue. The rotating head appears to catch or scrape the tongue, resulting in visible cuts and bleeding. This has occurred multiple times despite proper use and supervision. The brush head appears too wide and abrasive for small children's mouths. Due to repeated injury, we have discontinued use. I am concerned this product may pose a safety risk to toddlers and young children. Child is a toddler with a small mouth injury occurs during normal supervision. Pt: 1888. Device: 2682. Ref: mw5187247.